Event description:
It was reported that after an acl reconstruction surgery had been performed on (B)(6) 2026, the patient experienced an implant failure post- surgery with x-ray showing one (1) titanium ultrabutton broken, leading to acl failure. This adverse event was treated by a revision surgery on (B)(6) 2026, in which the broken implant was collected. The broken pieces were retrieved, and the procedure was completed using a s+n back up device. The current health status of the patient is unknown.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: a device deficiency was identified, the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of conformance and material composition certificate is required with each shipment. A clinical review states two undated and unlabeled x-ray images were provided, that show the retained fragments of the fractured ultrabutton. Additionally, the itemized list of charges and chartstiks were provided. Two post-revision photos were provided, showing the retrieved ultrabutton pieces. A post-revision x-ray of the patient¿s right knee confirms removal of the ultrabutton components. As well as the outer packings of the device. The patient¿s current health status is unknown. All documents and images provided as of this date have been reviewed and considered, and unless noted, do not contribute to the clinical/medical investigation. Based on the information provided, the acl reconstruction failed due to breakage of the titanium ultrabutton fixation device. However, the exact cause of the ultrabutton breakage cannot be determined with the limited information provided. Factors that could have contributed to the reported event include excessive force applied to the material or contact with a sharp grasper/ instrument. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.